Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received an elective replacement indicator. There was no loss of therapy. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue,